Event description:
A physician used a graftmaster device in the distal right coronary artery in 2005, the patient was transported to the hospital with an acute myocardial infarction. An angiography was taken and restenosis was confirmed in the graftmaster. This patient had been treated with the graftmaster 5 months ago. The physician conducted a percutaneous coronary interventional for this patient and it was successful. It was reported that the patient did well.

Manufacturer narrative:
Review of the device history record for this lot did not produce any findings relevant to this report.